Event description:
It was reported that during a da vinci si hysterectomy procedure, a broken cable was observed. There were no missing or fallen pieces reported. The customer did not allege any patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering could not confirm the customer reported complaint of the cable being off. Recognition and engagement passed. No derailed wires were found. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Electrical continuity passed. The instrument was fully functional. The instrument had 9 uses remaining. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.